Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the connector on the belt receptacle was damaged, preventing proper connection. The root cause of the damaged connector is physical abuse. The damage likely occurred during device removal. There is no indication that the damaged equipment caused or contributed to the patient's death. Bradycardia is considered a non-life sustaining rhythm.

Event description:
During servicing of a patient's equipment, which was returned for investigation into the patient's death, a reportable problem was found. The monitor would not connect to the test unit. There is no indication that the damage caused or contributed to the patient's death. Review of the patient's download data indicates that the patient experienced bradycardia at 20bpm. Bradycardia is considered a non-treatable rhythm.